Event description:
It was reported that the patient with this pacemaker presented to the hospital complaining about discomfort. The pacemaker was interrogated. It was discovered that the device was in safety mode. The patient was sent home as the patient is not pacing dependent. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the hospital complaining about discomfort. The pacemaker was interrogated. It was discovered that the device was in safety mode. The patient was sent home as the patient is not pacing dependent. The device was explanted and replaced. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
An additional investigation was performed on this device. This device was thoroughly re-inspected and re-analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device was confirmed to be in safety mode. The device was unable to be put into primary operation. A generic firmware was installed onto the device. However, the device did fail a functional test as a result of the generic firmware. The device was able to communicate with the zoom programmer normally. The cause of the memory corruption is unknown.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device was confirmed to be in safety mode. The device was unable to be put into primary operation. A generic firmware was installed onto the device. However, the device did fail a functional test as a result of the generic firmware. The device was able to communicate with the zoom programmer normally. The cause of the memory corruption is unknown.

Event description:
It was reported that the patient with this pacemaker presented to the hospital complaining about discomfort. The pacemaker was interrogated. It was discovered that the device was in safety mode. The patient was sent home as the patient is not pacing dependent. The device was explanted and replaced. No adverse patient effects were reported. The device was returned for analysis.